Event description:
It was reported that during the device replacement procedure this right atrial (ra) lead was surgically abandoned. There was noise on the lead and lower impedance levels because of a possible fracture of the sheath. Physician elected not to replace this lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.